Event description:
Same case as #6000093-2005-01162. It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, she experienced a reaction. The pt stated that she had been "experiencing itching all over, thick dark and foul smelling stools, hair loss and muscle and joint pain since one week after having her stents placed." The physician was unable to provide any information about the pt.